Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 8 ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18 ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The ops quality engineer was notified, and a non-conformance (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A1: patient identifier: requested, not available due to patient confidentially. A2: age & date of birth: requested, not available due to patient confidentially. A3: patient sex: requested, not available due to patient confidentially. A4: weight: requested, not available due to patient confidentially. A5: ethnicity: requested, not available due to patient confidentially. A6: race: requested, not available due to patient confidentially. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of a coronary procedure through the radial approach, the involved tr band was placed. The patient was then transported to the recovery area and when the nurses noticed a bruise on the patient. Evaluated the compression band and identified that the band had lost the air that was placed in the band at the end of the procedure. The nurse stated the band emptied itself. Additional information was received on 18 may 2023: 10ml's of air was injected into the tr band when it was applied. The moment the band was placed it began to deflate. The estimated blood loss was approximately 10cc. The patient was stable.